Event description:
It was reported the patient felt an increase of spasticity and associated the symptom with a baclofen pump once the drug was ended. There were no device issues reported. The pump was used to deliver baclofen (unknown manufacturer). The outcome of the event was not reported. Additional information received reported the patient's current conditions included tachycardia, recurrent urinary tract infection, migraine with duration of 3 days and osteoporosis. The patient's daily activities were impaired such as bladder emptying, bath and mobilizations to bed or adapted wheel chair. The patient could drive in an adapted car, but with more difficulty. On an unknown date, the patient was feeling an increase of the spasticity (muscle spasticity) but she stated that symptom was associated with baclofen pump once the drug was ended. The patient was also losing the strength of the upper limbs gradually (asthenia). The worsening of the patient's symptoms of spasticity, lack of strength in lower limb (previously noted as "upper limbs") and increased dependency in daily life activities were reported to be related to the worsening of the patients disease (multiple sclerosis). The patient related the worsening of the disease (multiple sclerosis) with the lack of efficacy of their treatment with extavia (drug ineffective). The patient had a neurology query scheduled for 03/31/2015 to evaluate the situation. It was stated, "the patient would not stop treatment with baclofen she only went to the hospital fill the pump again, because the medication was ending." The patient had not talked to their consulting physician but they knew that the cause of spasticity was because the patient "did not change the baclofen pump". The patient "maintained the symptoms" and was waiting for replacement of the baclofen pump (no date scheduled for "relocation and changing of pump"). Treatment with extavia and baclofen was reported as ongoing. The outcome of the events was reported as condition unchanged. The seriousness of the events multiple sclerosis, asthenia, and muscle spasticity was not reported. The causality of the events asthenia, drug ineffective was reported as suspected as related to extavia. The causality of the event muscle spasticity reported as suspected as related to the baclofen and drug ineffective was not suspected to the baclofen. The causality for other events was not reported. Seriousness assessment of multiple sclerosis was upgraded to serious (medically significant) based on information available in source document. An additional medical assessment comment stated, "the event multiple sclerosis could be a part of natural process of the indication disease, which suggests an alternative explanation unrelated to product use. Hence event multiple sclerosis was assessed as not suspected".

Manufacturer narrative:
(B)(4).